Event description:
Pt was being assisted back to bed using lift. While in transition, the screw from the air fell out. The pt and sling were caught by staff with pt held on side of bed, family member came in at that time and assisted staff in assisting pt to the floor. Pt was then placed back in bed.